Event description:
My hernia was repaired by a robot and the student and surgeon ask if they could video my surgery for educational purposes, about a week later after surgery it migrated and didn't find out until (B)(6) 2024, requested a second opinion to find out I needed the best surgeon in the world and was told it might take all three, a referral was sent to (B)(6). Dr (B)(6) told me it would do more harm than good to operate he wanted another CT scan and a second opinion himself, now I find out if my options have changed, I want to know the exact kind of bard soft product was used and why was I not informed of this product being harmful to my life?